Event description:
Customer reported that she was hospitalized for kidney stones. Customer stated that she had an MRI and took the insulin pump off in the magnetic room. Customer stated that the insulin pump was motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test with units left in the status screen and motor error alarmed during rewind due to motor encoder signal out of phase. Unit had cracked case on the display window corners, battery tube threads and scratched display window.